Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 68mg/dl, 174mg/dl, 72mg/dl. Test were done less than 10 minutes apart with a difference of 50%. Patient did not experience any adverse events. No further info has been reported.